Event description:
Pt reported that, after firing, the lancet did not fully retract inside of the lancet device as expected. Pt did not experience an accidental puncture as a result. No pt injury was reported and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.